Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed an incoming pulse test. The cause for the failure was isolated to damaged pads on the c19 capacitor on the defibrillator pca. The root cause for the contamination was ingress of bugs. The root cause for the damaged pads on the c19 capacitor could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
During the investigation of a patient's monitor for an unrelated reason, a reportable malfunction was found.